Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested and the following was obtained: what were the indications for surgery? Resection of sigma. Were there any issues experienced with the device in the initial surgical procedure? If so, please describe. No. What healthcare professional fired the device and what is his/her experience with the device? Primary surgery, 40 years of experience. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Between intermediate and high. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Was the device difficult to close? No. Was the device difficult to fire? No. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes. Were the donuts inspected? If so, please describe. Yes, perfectly integrated. Was a complete washer transection confirmed? Yes. Were there any issues noted with staple formation at any point throughout the care of the patient? No. How many hours after surgery was the bleeding identified? 2 or 3 days after surgery. How was the bleeding addressed? What we are waiting for? What was the estimate total volume of blood loss (ml)? 4 gr of hb. Did the patient require a transfusion? Yes. Can more information be provided about the blood loss in the following days and how it was addressed? The patient continued to have old blood losses in part coagulated. Was the hospital stay extended due to the bleeding? Yes. What is the current status of the patient? The patient has been outside the hospital, he is now well. Is the device available for return? No.

Event description:
It was reported that following a sigmoid colon resection procedure, after surgery the patient has an important blood loos with progressive anemia til 4.5g of hemoglobin.